Event description:
Covidien received information stating that during patient use, there was a no audible alarm on the e360 ventilator. The visual alarms functioned normally. This event could not be duplicated. The patient was transferred to another ventilator. There were no negative patient effects reported.

Manufacturer narrative:
A covidien service engineer (cse) inspected the device and could not duplicate the customer reported issue. The device was then placed back in service. (B)(4).